Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for non-malignant pain. It was reported that stimulation changes when the patient changes positions, and the stimulation was too strong yesterday. No additional symptoms or additional complications were reported for this event.